Manufacturer narrative:
The technician replaced the brake casters at the head of the bed and also replaced all brake caster supports to resolve the issue.

Event description:
The technician alleged the brakes do not hold when the brake pedal is depressed. No patient impact.